Event description:
It was reported that the person with diabetes experienced both hypoglycemia and hyperglycemia, with the hypoglycemic event attributed by the user to administering too much insulin and a documented lowest blood glucose of 47 mg/dl; the user lacked a glucose monitor and used oral carbohydrates (two cups of orange juice, approximately 15 grapes, and a muffin) to treat the low. Symptoms included lethargy. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia and subsequent hyperglycemia to be unclear. It was concluded that the event was user-reported and resolved with self-treatment, with no further action indicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.